Event description:
It was reported that a patient received an inappropriate shock for atrial tachycardia, which was caused due to blanking and undersensing p waves. Reprogramming has been discussed. The patient reports no symptoms. No further information has been provided.

Event description:
New information notes that the patient's implantable cardioverter defibrillator was reprogrammed on (B)(6) 2022. The patient was stable throughout.